Manufacturer narrative:
The events of abscess, infection, inflammation, cyst, necrosis, inadequate tissue ingrowth, and hematoma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive the device and no analysis or testing will be done. Device labeling addresses the reported events of infection and inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Health professional reported bilateral implantation of seri surgical scaffold during breast lift surgery (B)(6) 2014. Post implantation, on (B)(6) 2015, the patient presented with fluid collection near the scaffold. Fluid was aspirated at that time. The patient was scheduled for incision and drainage of an abscess on (B)(6) 2015, the dissection "produced pus under pressure", and the scaffold was removed from the left breast at that time as it was found to be completely unincorporated. The patient presented on (B)(6) 2015 with swelling of the right breast. Physician aspirated fluid from the right breast on (B)(6) 2015. The scaffold was completely removed from the right breast and found to be completely unincorporated. Approximately two weeks later, the patient required evacuation of a hematoma that developed after removal of the right side scaffold, and then on (B)(6) 2015 the patient returned to the operating room to evacuate a hematoma from the left side.